Event description:
It was reported that the patient was having difficulty charging due to implantable pulse generator (ipg) migration in conjunction with wound hematoma. The patient was underwent a procedure wherein the ipg was repositioned and the old pocket site was cleaned. The patient was doing well postoperatively.